Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut met specifications. The cutter and roller were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There was a 1-15 minute delay. No additional skin graft was needed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was not cutting graft smoothly with tears and holes. There was no harm and no delay. No adverse events were reported as a result of this malfunction.